Manufacturer narrative:
(B)(4). Date sent: 2/18/2021. Four photos received. Upon visual inspection of four photos, the following was observed: the first photo shows a device from the shaft area and the anvil can be seen in the open position with no reload loaded. The second photo shows an echelon flex 45 device from the handle area and belongs to batch # u5cv2z. The third photo shows a white reload fully fired. No malformed staples were noted. The fourth photo shows a white reload from aside view and it belongs to batch # u5al3l. Based on the photos reviewed, the event describe cannot be confirmed. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused, or contributed to the event. A manufacturing record evaluation was performed for the finished lot/batch device number (u5cv2z), and no non-conformances were identified.

Event description:
It was reported that during the segmentectomy surgery when severing pulmonary segmental vessel tissue on the 1st firing, after fired, noted some staples malformed with irregular shape (with straight leg). Changed the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.